Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: the ventricular assist device (vad) (B)(6) was not returned for evaluation. This complaint is associated with a clinical adverse event. A review of the manufacturing documentation was not performed as the reported event is not related to a manufacturing or servicing issue. Based on the information available, the device may have caused or contributed to the reported event. Per the instructions for use, right ventricular failure and bleeding is a known potential complication associated with the implantation of a vad. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that post ventricular assist device (vad) implant the patient had hypotension required intravenous (IV) vasopressors. The patient also had anemia due to blood loss and coagulopathy and required multiple blood products including two units packed red blood cells (prbc), four units fresh frozen plasma (ffp), two platelets and one unit cryoprecipitate. The patient also had an acute kidney injury (aki) with a rise in creatinine post implant and was given albumin and medications and diuretics temporarily paused. Nephrology was consulted who felt that aki was due to hemodynamics and cardiogenic shock which was present pre-implant and continued to be treated immediately after. A renal ultrasound was also done which had no acute findings. Right ventricular (rv) dysfunction was noted post implant as well and treated with medication and extra prbcs to increase oxygenation to assist rv function. The patient reported a headache as well and head computerized tomography (CT) was negative for acute finding. The patient was discharged to home. The vad remains in use. No further patient complications have been reported as a result of this event.